Event description:
The manufacturer received information alleging a pressure issue with a ventilator. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to hold positive end expiratory pressure. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was unable to be confirmed. The device was found to operate and alarm as designed and passed all testing.